Manufacturer narrative:
Additional information: the cardiomems patient electronic system was received for evaluation. External visual inspection of returned material revealed functional damage to the area adjacent to the pvc overmold of right ang ext cable. No other discrepancies or discernible besides normal wear and tear could be identified on the unit. No blown components, burnt areas, or any other residual effects that could have been caused by sparks were observed.a test right ang ext cable was used for performance testing due to functional damage to the one returned. The unit powered on successfully in conjunction with test right ang ext cable and when the power supply was connected directly to it. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received and the investigation performed the root cause of the reported event was a damaged right ang ext cable.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The customer called to report that their unit began to spark at the base of the unit where the cords attached. The patient also mentioned that the occasionally the unit would power off for no reason. The cause of the problem was determined to be possible short in the power cord of the pes. A replacement unit has been requested.